Event description:
This ra lead was implanted on (B)(6) 1998 and remains implanted at this time. This is noted due to having clot in the left atrium. The physician was dr. (B)(6) at (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).